Event description:
Customer reported that the clinician experienced difficulty passing a suction catheter through an 6fen tracheostomy tube. The inner cannula was removed. Upon visual inspection, an additional small piece of plastic was observed. There was no patient harm and the tube was replaced without incident.